Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1q1 crt-d, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced thumping when laying on both sides due to diaphragmatic stimulation. Parameters were adjusted and left ventricular (lv) outputs were decreased. The lv lead remains in use. It was noted that the patient is a participant in the wrap-it study. No further patient complications have been reported as a result of this event.